Event description:
The account alleges that the trendelenburg and reverse trendelenburg functions are not operating.

Manufacturer narrative:
The account stated that they will replace the ribbon cable with one from a spare device they have in storage. As of this report, hill-rom has not received any correspondence from the account as to whether or not this issue is resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.